Manufacturer narrative:
The device was received at zoll medical canada's service department. The customer's report was duplicated and attributed to a faulty lcd display module. The lcd module was replaced to remedy the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen was completely white and illegible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.